Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown stem lot# unknown. Item# unknown head lot# unknown. Item# unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Complaint was confirmed per review of xrays which indicated right total hip arthroplasty with superior dislocation. There was heterotopic ossification along the right femoral head and proximal right thigh. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02191, 0001822565 - 2019 - 02189.

Event description:
It was reported that patient is being considered for revision due to dislocation. Xray review indicated heterotopic ossification along the right femoral head and proximal right thigh. Attempts were made to obtain additional information; however, none was available.